Manufacturer narrative:
(B)(4).

Event description:
This rv lead exhibited loss of capture and impedance was above 3000 ohms. During revision it was noticed the set screw was loose. The set screw was tightened and the lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.